Event description:
Screw head broke off. Screw not removed. Broken part was removed from the hospital by the sales representative.manufacturer response for bone screw, (brand not provided) (per site reporter).======================the problem was reported by sales rep... They will notify of finding.